Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code-conclusion no longer applies.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was not used within a patient and it's intended use was for treatment. It was also confirmed that there was no patient death or injury.

Manufacturer narrative:
Analysis of the ins, model 37601, serial no. (B)(6), found no anomalies. During analysis, it was confirmed that, in certain use-cases, information from the activa ins demo-mode (e.g. Demo physician, ¿jane smith, m.d.¿) can be displayed as default values when initializing a new activa ins. If the values are not changed or erased during ins initialization, they will be subsequently written to the live device. This situation occurs when changes to the ¿patient data¿ section of the activa demo-mode are saved (i.e. Pressing ¿program¿ button in demo mode) before a regular/live device programming session. If this occurs, the previously saved demo-mode patient data information is treated as default values presented by the physician programmer. If the values are not updated or erased this information will be written to the ins if the user continues device initialization. This situation is caused by the physician programmer and its software. The ins is behaving as expected (by storing the displayed/programmed values), and no ins anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a normal battery replacement surgery, the clinician programmer 8840 was used to interrogate the new implantable neurostimulator (ins) and the pre-populated health care provider (hcp) information was incorrect; (B)(6) m.d. Was displayed. The rep reported that a new hire did the interrogation and only had experience interrogating an ins one other time. It was confirmed the clinician programmer 8840 was not in demo mode and all of the other information was correct. A different clinician programmer 8840 was used to interrogate the ins and the same incorrect hcp information was displayed. It was also noted that the device was still in the box and its service life had been started. A different ins was implanted due to this irregularity. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.